Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, there was no image from the digital visual interface output due to faulty distribution panel board. In addition, dust inside the unit, loose receptacle, deformed wire, and net spacer damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center digital visual interface output port is not working. The event was found during routine inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated and ¿no image from dvi output due to faulty patient circuit (dp) board¿ was pointed out. Olympus will continue to monitor field performance for this device.